Event description:
This report was received from (B)(6). This is a spontaneous report by a nurse from (B)(6) of fever and peritonitis coincident with dianeal pd4 ultrabag therapy. On (B)(6) 2011, while hospitalized for an exam, the patient was treated with dianeal pd4 ultrabag, 4l/day, from (B)(6) 2011 at 0500 through (B)(6) 2011 at 0800, "1 bag divided into 2 times to operate,1l/once", intraperitoneally (ip), for end stage renal disease (esrd). Dianeal was interrupted due to a shortage of dianeal pd4 ultrabag stock. On (B)(6) 2011 at 1130, the patient began treatment with a pd solution from treeful (B)(4), 4l/day (non-baxter product), "1 bag divided into 2 times to operate,1l/once," ip for esrd. When 1 bag of treeful (B)(4) was completed, the patient experienced fever. The treeful solution (B)(4) was discontinued the same day at 1500. On (B)(6) 2011 at 1800, the patient continued receiving therapy with dianeal pd4 ultrabag and the remedial treatment of cefradine 1g, indicated for infection and heparin 0.2ml, for an unknown indication, was added to the pd solution. On the morning of (B)(6) 2011, the patient experienced peritonitis, manifested by cloudy effluent. The events of fever and peritonitis prolonged the hospitalization. On (B)(6) 2011, the patient recovered from the event of fever. On (B)(6) 2011, remedial treatment was discontinued and the patient recovered from the peritonitis. On (B)(6) 2011, the patient was discharged from the hospital. The reporter also considered the pd solution from treeful (B)(4) (non baxter product) co-suspect. The nurse believed the events of fever and peritonitis were possibly related to dianeal pd4 ultrabag, pd solution from treeful (B)(4) (non baxter product) and the "patient's operation" (clarified as pd regimen).

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.